Manufacturer narrative:
Corrections in d4: lot number, UDI number, d9, and h3. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a vital mis driver stripped intra-operatively. The surgery was completed with another driver. There are no adverse events or patient impacts reported.

Manufacturer narrative:
Corrections in g1 and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed the tip of the driver has minor material displacement from use. A functional inspection was performed with a vital screw (pn824m5555 lot sbm135466) and found the driver was able to mate with the screw as expected. Root cause: a definitive root cause cannot be determined as the returned device was found to function as expected. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a vital mis driver stripped intra-operatively. The surgery was completed with another driver. There are no adverse events or patient impacts reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a vital mis driver stripped intra-operatively. The surgery was completed with another driver. There are no adverse events or patient impacts reported.